Event description:
The customer reported that there was a loudspeaker error. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
The field service engineer (fse) went onsite and confirmed the loudspeaker error message. The fse determined that the speaker was defective and needed to be replaced. The fse performed a technical safety test and metrological test. The device was operational after repairs were completed.